Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse, on (B)(6) 2022. In (B)(6) 2022, after the radiesse injection, the patient experienced swelling. On (B)(6) 2022, on friday, the patient called to report the swelling. In (B)(6) 2022 (reported as (B)(6) 2022 and (B)(6) 2022), the patient reported her concern about an area near the injection spot that looked like a rash. The physician was concerned about a possible occlusion. The physician immediately asked the patient to come. The outcome of the events was unknown.